Event description:
During a follow-up, loss of capture threshold was observed on the leadless pacemaker (lp). Imaging was performed and the lp was found to be in the pulmonary artery. The cause of the dislodgment was not alleged or determined. Due to the patient age and condition, the physician elected to deactivate the lp and implant a traditional pacemaker system. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.